Event description:
Surgeon had placed stage I and stage ii interstim leads and generator. In testing the generator and leads one of the leads indicated unacceptable resistance. Intraoperative interventions attempted, but resulted in removal of lead. Subsequent lead suctioned appropriately. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: #1 urinary urge incontinence, #2 nerve stimulator. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: no.